Event description:
It was reported that during a lap cholecystectomy procedure, the bag burst during specimen extraction. There were no pt consequences. Case completed with another device of the same product code. The surgeon indicated that he did cut the bag open after event to fully empty contents.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.